Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: distal shaft separation requiring med intervention. Device issue: distal shaft separation. It was reported that the case involved stenting of a vein graft to the om, which was tortuous. The ultra was appropriately prepped and the stent was adequately deployed in the pt. The stent delivery system was deflated and upon removal, the device did not feel right; however, no resistance was felt. The balloon itself did not seem to be moving under fluoro but the shaft was moving. The distal shaft had separated in the pt and a snare attempt was made but this was not successful. The separated portion seemed to be partially in the guiding catheter so using a balloon catheter, the distal-portion was pinned against the guiding catheter wall and everything was removed together. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Quality engineering was unable to complete their investigation at the time of this report and the results will be provided upon completion. Eval summary: quality assurance analysis revealed that the catheter was returned with blood on the balloon, shaft and sidearm and in the balloon inflation lumen and guide wire lumen. There was no contrast visible. Neither the stent nor the protective sheath were returned with the catheter. There were crimp marks on the balloon between the markers. The balloon was loosely folded and partially filled with blood. There was a separation 9.6 cm proximal to the guide wire exit notch. There was no stretching at the separation. The faces of the separation were not jagged or torn, but were even and relatively smooth. There were bends in the hypotube 19 cm and 42.4 cm distal to the strain relief tubing. There was a bend in the shaft 2.9 cm proximal to the proximal balloon seal. There was no other damage to the catheter noted. Quality engineering was unable to complete their investigation at the time of this report and the results will be provided upon completion.